Manufacturer narrative:
Pump received with broken reservoir tube lip and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 150 mg/dl. The customer reported that crack, broken plastic, exposed rubber ring. The customer declines troubleshooting for high blood glucose level. Troubleshooting was performed for damage and noticed that reservoir still locks in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.